Event description:
It was reported that oversensing of noise and increased pacing impedance were observed on the right ventricular (rv) lead. Oversensing of noise was observed on the right atrial (ra). Ra lead damage and rv lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-39341.